Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, and granuloma.

Event description:
Healthcare professional reported right side encapsulation, pain¿, ¿deformity, pain, baker IV¿, ¿thickening of the fibrous capsule of 20 mm in turn this capsular compresses the silicone envelope presenting folds and undulations in relation to capsular contracture, no signs of rupture at the time of this study. It is observed in the right axilla at least 4 echogenic nodular images with signs of snowstorm and related to silicone nodule, the sizes range between 8 and 13 mm¿, ¿capsular contracture right prosthesis¿, and ¿silicone nodules in right axilla." The device remains implanted.